Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Manufacturer narrative:
The device was returned to masimo for evaluation. During this testing the unit was able to power on but the display showed blurred text/graphics and faded color. The lcd was found to be defective. The lcd was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by customer that the radical-7 device's display "flickers". No known patient impact was reported.